Manufacturer narrative:
Analysis: the valve remains implanted; and therefore, will not be returned for eval. The accessory valve holder has not been received in mfg for inspection. Without accessory product return, review is limited and no results can be provided. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt complication; the valve remains implanted. An exact cause for the reported event has not been determined.

Event description:
Info received indicates the valve remains implanted with no subsequent pt complication reported. The event report states that during the case, when the surgeon attempted to remove the accessory valve holder at implant, one of the sutures from the cinch mechanism didn't release as expected and remained in the fabric of the valve stent. The surgeon intra-operatively removed the suture material with difficulty from the stent and the valve remains implanted. No pt complication has been reported.